Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair, bilateral sacrospinous colpopexy, enterocele and rectocele repair, perineoplasty and cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding and dyspareunia. It was reported that the patient underwent mesh removal/revision, (B)(6) 2011 due to vaginal mesh exposure. It was reported that the patient underwent removal/revision on (B)(6) 2011, due to vaginal mesh exposure.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and ams elevate was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, vaginitis, vaginal discharge, and urinary frequency. It was reported that the patient underwent explant of vaginal wall mesh, cystocele repair with biological mesh augmentation and then midureteral sling on (B)(6) 2012 by (B)(6) due to foreign body in the vagina and stress urinary incontinence.